Manufacturer narrative:
The investigation for the reported optical signal issue, peripheral nerve injury and thrombus issue has been completed. The pump was returned and evaluated. No abnormalities were found with the 5s parameters. The pump also passed the laser continuity test for sensor functionality. The impeller was covered in biomaterial and there was biomaterial near the optical sensor. Log review showed an increase in placement signal for two hours along with some snr and contrast deviation during that time. Given the biomaterial found on the pump and the placement signal abnormalities in the logs being intermittent, the root cause of the optical signal issue was most likely biomaterial. Per the results of the clinical review and investigation, the root cause of the optical signal issue was most likely biomaterial. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, there was limb numbness/tingling and skin discoloration therefore the pump was explanted. Upon the explant, was thrombosis seen and the team performed thrombectomy. The patient remained stable and was successfully weaned.